Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's reports were observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The ac charger was replaced as a precaution for the customer's report that the device restart/reboots itself. The pace/defib engine board was replaced as a precaution for the customer's report that the device was unable to discharge. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge and restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.